Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0bwa1, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Conclusion: has been removed.

Event description:
Additional information received reported that the patient¿s device was replaced. The reason for replacement was unknown.

Event description:
It was reported that the patient had trouble with the implantable neurostimulator (ins) ever since replacement in (B)(6) 2014. It was stated that the issue was centered around a fall on (B)(6) 2014. The patient fell on her face and injured the hip on the same side in which the ins was implanted. When the patient was asked about her last appointment, it was stated that the fall would not affect that, but this was noted as the start of the patient¿s ¿big problem.¿ the patient reportedly dealt with the ¿bad back¿ for a week to 10 days after the fall, but then went for a chiropractic adjustment. When the patient got up from the table, she received an ¿electric volt.¿ it was also reported that most of the time the patient could not feel stimulation. It was stated that when the patient came home after replacement, she increased stimulation on the program that worked best (from below 1.0 volts) to 1.5 volts to ¿try and get it to work.¿ the patient could ¿sort of feel it¿ at that setting. The patient understood that she did not always have to feel stimulation. With the patient¿s previous implant, if the patient concentrated, she could feel stimulation and knew it was on. The patient turned stimulation on the morning of the report and felt stimulation ¿just the way it should.¿ the ins was noted to be working fine. However, if stimulation was kept on for an extended period of time, the patient could not tell if it was on. The patient reportedly kept turning it on without noticing a difference. This issue had been going on for 3 or 4 days. It was noted that the hcp did not have anyone in the office to assist with the device, so the patient was relaying on the manufacturer representative. The patient had to wait 2-3 weeks in order to see the hcp and another 2 weeks to see the manufacturer representative. The patient¿s appointment was noted to have been cancelled the previous 3 times. The patient was going on vacation on (B)(6) 2014 and needed her device ¿fixed¿ before that date. The patient was looking for a new managing hcp.

Manufacturer narrative:
(B)(4).